Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. The customer requested assistance from tandem technical support with turning the pump off and administering manual injections to address bg level. Reportedly, the customer believed that the high bg was due to the pump not functioning properly; however, no specific details were provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.